Event description:
The pt had healing issues, redness at the site, and drainage. The device system was explanted due to an infection at the pump site. The pt was treated with IV antibiotics. The pt's outcome was reported as "no injury".